Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device has an exit key problem. No additional information was provided. No patient involvement was noted.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection ,the service technician, noted no power to keypad, replaced keypad. A review of the device history record for sn#: (B)(6) was performed, from date of manufacture [insert date manufactured] to present date 12/28/2020. And confirmed, that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined, that the proximate cause of the reported issue was, due to electrical failure of the keypad unresponsive key. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications. And released back to the customer. There are CAPA #'s noted, for the following parts replaced, that have an already existing CAPA. CAPA #1120033, for unresponsive key.

Event description:
It was reported, that the device has an exit key problem. No additional information was provided. No patient involvement was noted.

Event description:
It was reported that the device has an exit key problem. No additional information was provided. No patient involvement was noted.

Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for (B)(6) was performed from date of manufacture [insert date manufactured] to present date 12/28/2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.